Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The 2.25 x 8 mm xience alpine stent delivery system (sds) was advanced, but resistance was met with the whisper es guide wire. The devices became stuck and the sds could not be removed. The devices were removed together. Outside the anatomy, an attempt was made to remove the sds from the guide wire, but the shaft separated. A new 2.25 x 12 mm xience alpine sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The shaft separation, and difficult to position/remove the guide wire were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position/remove the guide wire or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified. The whisper es guide wire referenced, is being filed under a separate medwatch report.